Event description:
During a scanning process, the patient was positioned supine head first in a philips ingenia 1.5t system. A shoulder coil 8ch 1.5t was used to perform a shoulder examination. After the examination, a second degree blister of 3 by 4 centimeter was observed on the right lower arm.

Manufacturer narrative:
(B)(4). Evaluation method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.